Manufacturer narrative:
The field service representative (fsr) replaced the damaged lid. He performed mechanical, electrical and visual testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, there was a missing magnet on the large roller pump lid, preventing consistent operation of the roller pump. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.